Event description:
The patient¿s physician performed a trial with prialt in late (B)(6) of 2014. The prialt trial was done via the cap (catheter access port). The physician aspirated the catheter and then injected prialt into the cap. During the trial, the prialt made the patient very sick; the patient had ¿violent, deathly symptoms¿. The patient also experienced ¿deep sleep around-the-clock¿ which he believed was due to an overdose of propofol by the trial staff anesthesiologist. For subsequent events, see manufacturer¿s report # 3004209178-2015-01312.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).